Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this transvenous right atrial lead had become dislodged. It was repositioned the following day successfully without problem or complication. The investigation of this matter is deemed closed. If new info were to become available, this report will be further evaluated and updated.